Event description:
Additional information was received noting that the post-paced t-wave oversensing (pptwos) was seen in clinic and able to be resolved via reprogramming. The patient was stable.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was reported and patient condition was not provided.